Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed a rise in shocking lead impedance (sli) measurements since the time of implant. The patient had been seen in office where commanded sli were measured. The measurements in triad were 117 ohms, coil to can were 144 ohms and coil to coil were 138 ohms. Thresholds were also reported to have risen from 0.7 to 1.6 volts. The health care professional (hcp) was unable to reproduce gross out of range measurements. Subsequently, the system displayed a red alert via the patient's home remote monitoring system for high out of range measurements in triad configuration. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient was seen for a surgical revision procedure where the lead was explanted and replaced. Of note, the distal and proximal coil, as well as the pacing/sensing electrodes were significantly fibrosed. The ICD remains in service. There were no adverse patient effects reported. The lead is not expected to be returned.